Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose level was unknown. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the display did not return. The product will not return for the analysis.